Event description:
During an in-clinic follow-up, noise resulting in oversensing episodes were observed on the right ventricular (rv) lead. An x-ray was performed and a lack of lead slack was found. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.